Event description:
It has been reported to philips that system was taking longer to boot up. The system was in clinical use. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that system starting slowly. Upon functional testing, fse found that image archiving takes longer time than usual. Fse reset the patient database (data disk new installed) which resolved the reported problem. After the repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.